Event description:
It was reported as a general comment that several times, during large-bore vessel closures using the pre-close technique, usually prior to a tavi procedure, the foot could not be closed completely. All deployment steps were performed without issue, including closing the lever in step 4; however, device removal would be met with resistance as the foot would not fully close. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and similar complaint history were not performed because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine the cause of the reported difficulties. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot, or posterior cuff partly deployed in the foot which led to the reported difficulty removing the device. The subsequent treatment was related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided.